Event description:
The complaint was reported as: the customer alleges that when using the duraprep applicator to cleanse the skin, the user pushed the down tab on the applicator handle as usual with moderate pressure to activate/release the solution onto the sponge. The glass ampule cracked as expected, but the glass came thru the applicator handle and caused the clinician to cut his right thumb. The user facility reports that the cut was minor. The skin was cleansed and a band side was applied. No other intervention required. Another duraprep was obtained and there was no disruption to the pt procedure. The user facility alleges that the glass ampule broke and caused a cut to the clinician. The actual device (duraprep applicator) does not contain a glass component.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.